Event description:
Please refer to report 0009613350-2019-00081.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that product was implanted on unknown date and revised due to pain and elevated metal ions on unknown date review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that product was implanted on unknown date and revised due to pain and elevated metal ions on unknown date. The in vivo time is unknown. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was revised due to high elevated metal ion levels. Patient had severe pain before revision. In addition, the patient was drained 7 times before revision. Attempts to obtain additional information have been made; however, no more is available.